Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure to replace the right cylinder due to impending erosion. The physician could see the cylinder beginning to erode through the skin. The patient is healing.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) to replace the right cylinder due to impending erosion. No further complications were reported in relation to this event.